Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient received inappropriate therapy due to failing lead. Additional information was received indicating that the patient had received inappropriate therapy due to t wave oversensing during episodes of supraventricular tachycardia. No oversensing was observed during follow up visit. The lead and device remain in use. No further patient complications have been reported as a result of this event.